Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt noticed a black mark on the right side of the display screen that blocked some digits of the display. Infusion device was fine in the morning, and black mark appeared a few hours later after working in the garden. Pt might have "knocked it" but could not be sure. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.